Manufacturer narrative:
(B)(4). Field service specialist visited the account and found that the integrator couple was non-operational. The integrator was replaced which corrected the issue. Performed performance task list and system met specifications. A system check found sheared off ball studs on the kick plate and the ball studs were replaced. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during procedure an integrator motor failure stopped treatment of right eye with 4 seconds remaining. The procedure was saved to system and patient is scheduled to come back on the next treatment date for completion. It was reported that left eye treatment had no issues and was completed successfully.